Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and straps were used. One strap got stuck in the device and during its removal, a piece of the device came out. Another like device was used to complete the procedure.there was no adverse patient consequence reported.